Event description:
It was reported that the patient line became disconnected from the cartridge in the middle of the night. Customer had elevated blood glucose levels (250 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up supplemental report will be submitted.